Manufacturer narrative:
The device has not been returned for investigation. A device history log review is pending.

Event description:
The event involved a plm a+ italian device (refurb) infusion pump where the customer reported that the device shows malfunction; the quantity of infusion is incorrect. The customer stated that the pump passed the self-test and could be programmed. The pump was tested by the facility and found defective. The alarm log was not accessed. The issue reported by the customer was that the quantity of infusion is incorrect. It is unknown if there was an over delivery or an under delivery. The prescribed infusion quantity is unknown. It was unknown if the infusion set was primed. The prescribed infusion settings were unknown. The medication is unknown. There was no patient involvement, no adverse event, no human harm, no delay in therapy, no need for medical intervention.

Manufacturer narrative:
D9 - date returned to mfg: 7/3/2025. Engineering cannot confirm the customer¿s claim of an incorrect quantity infused based on the eal provided. Engineering evaluates the pump is working correctly as per design, in alarming of occlusions and delivering within the design tolerance. Engineering evaluates that this does not warrant requesting this device be sent in for service.